Event description:
Reporting status: serious injury/life threatening. Reporting rationale: patient experienced cardiac arrest. Device: balloon rupture. It was reported that, the procedure was performed on target lesion #3, with mild tortuosity, no calcification, and 99% stenosis. It was a diffused lesion. Another company's balloon catheter was used to pre-dilate. Then, the pixel was delivered toward #3 and the stent delivery system (sds) was inflated. However, the sds ruptured at 12 atm. Right after the rupture, the patient suffered a cardiac arrest lasting several seconds, in which the heart beat recovered. The ruptured pixel was removed; however, the stent remained at the lesion. Another company's balloon catheter was delivered to perform post-dilatation and the pixel stent was deployed. The patient recovered completely and was discharged from the hospital. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood visible on the shaft, balloon, in the guidewire lumen, inflation lumen, in the balloon, and on and inside the sidearm. There was contrast visible in the inflation lumen and balloon. The balloon was loosely folded and filled with dried blood. There were three bends in the hypotube 36 cm, 62 cm, and 91.5 cm distal to the strain relief tubing. There was no other damage noted to the catheter. A new indeflator was filled with water and an attempt was made to pressurize the balloon, but the balloon would not pressurize, due to the dried blood in the inflation lumen and balloon. The catheter was left pressurized overnight, in an attempt to dissolve the dried blood. After being left pressurized for a few days, the balloon was pressurized to reveal a hole in the distal end of the balloon, over the distal balloon marker. There were scratches visible at the hole and also a scratch proximal to the hole for a length of 5 mm. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the rx pixel stent delivery system ruptured at 12 atm (below the device rated burst pressure), as the device was being inflated. Results from quality assurance analysis of the returned rx pixel revealed a pinhole along the distal portion of the balloon, above the mid-section of the distal balloon marker band and bends in the proximal shaft (hypotube). Engineering's inspection of the distal balloon marker band did not locate any damage that may have contributed to the reported balloon rupture. The hypotube damage most likely occurred during use, as no damage was reported as being observed during the pre-use inspection. This mechanical damage does not appear to be related to the reported balloon rupture. Visual inspection of the balloon noted scratches in the vicinity of the pinhole. Although the target lesion was reported as mildly tortuous, with no calcification, it was also noted that the lesion was diffuse. Damage to the balloon can result from an interaction with patient anatomy and/or interaction with accessories (rotating hemostatic valve, guiding catheter). Based on the reported information and device analysis, the reported balloon rupture experienced during the procedure, appears to be related to the operational context of the device, as the damage to the balloon most likely occurred within the diffuse lesion during inflation. The patient experienced a cardiac arrest/arrhythmia following the balloon rupture. Rhythmical disturbances, as listed in the instructions for use (IFU), is a known adverse event associated with coronary stenting. This MDR is considered closed by the product performance group.